Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicates this is due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a motor device in which the device was "heating up" during an ear, nose and throat surgery. No delays in the surgical procedure were reported as the actual device was used to complete the surgery successfully. No injuries or medical intervention were reported. The exact event date is unknown. However, the reporter clarified that alleged defect occurred in the month of (B)(6). No additional information was available.